Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a shocking sensation. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported shocking sensation was not confirmed. As received; the ipg was responsive and communicated with lab utilities. Using the clinician¿s programmer, normal pairing and bluetooth (ble) communication was observed. Bench testing did not reveal any stimulation anomalies. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. No physical or functional anomaly that would contribute to the reported issue was observed. The root cause of the reported issue could not be determined.